Manufacturer narrative:
Product development investigation was completed. The report indicates that the: customer quality (cq) engineering performed an investigation: part # 02.111.720, 2.4mm va-lcp 2-clmn vlr dstl radius pl 7h hd/2h shaft/righ. This complaint was unable to be confirmed at cq as screw involved was not returned and the returned plate shows no abnormalities that would contribute to the complaint. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed for the returned device as part of this investigation. No product design issues or discrepancies were observed. The returned plate is an implant in the 2.4mm variable angle lcp two-column volar distal radius plates system indicated for fixation of complex intra- and extra-articular fractures and osteotomies of the distal radius and other small bones. This complaint was not able to be replicated at customer quality (cq) as the screw involved was not returned. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. (B)(4). DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4), manufacturing date: 07.oct.2009, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking screw would not engage with a 2.4 mm variable angle locking compression (va-lcp) 2-column distal radius plate during a left distal radius open reduction internal fixation (orif) on (B)(6) 2017. As the surgeon attempted to implant a 2.4 mm va locking screw into one of the most distal holes in the plate, the locking screw would not engage with the plate. It appeared that there was no locking mechanism in place. Upon further inspection of the plate, the threaded clover leaf portion appeared to be worn down or less prominent than the other surrounding holes. It was reported that the surgeon was attempting to implant the screw by hand, which may have applied too much force and may have stripped it out. One screw in the proximal portion of the plate had already been implanted. The surgeon then removed the plate and the screw and proceeded to use the next larger size plate, which was readily available. There was a reported surgical delay of five (5) minutes to remove the plate and one screw, and replace with another. No additional x-rays or medical intervention required. The final construct included one (1) plate and eight (8) screws; seven (7) 2.4 mm va locking and one (1) cortex screw. The procedure was completed successfully with the patient in stable condition. This report is for one (1) 2.4 mm va lcp distal radius plate. This is report 1 of 2 for (B)(4).